Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose. The customer's blood glucose was around 300 mg/dl at the time of hospitalization. The customer stated that they were vomiting. The customer stated that they were given insulin during the hospitalization. The customer also reported that they had air bubble in the reservoir. The customer's blood glucose was 291 mg/dl at the time of incident. The customer was advised to perform fixed prime to purge the air bubble out of the reservoir. The customer was unable to change the reservoir at the time of call. The reservoir will not be returned for analysis.